Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implantable pulse generator was replaced due to the device reaching its end of service. There were reportedly no complications during the surgery and the patient's stimulation therapy was restored.